Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose (bg) level was elevated, but exact value was not provided. Customer changed supplies to address occlusion alarms, and resumed insulin delivery.